Manufacturer narrative:
Reported event: an event regarding revision involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that the patient was revised due to periprosthetic left acetabular fracture with acetabular loosening. He also has metallosis and likely bony necrosis making a standard hemispherical component likely to fail. A patient specific device along with multiple screws and a restoration modular femoral hip stem were implanted to restore stability to the joint. The specific failure mode of the stem and reason of stem revision was not reported. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following information was provided: as per pss case: periprosthetic left acetabular fracture with acetabular loosening. He also has metallosis and likely bony necrosis making a standard hemispherical component likely to fail. Spoke to rep, rep will try to get additional product information when the revision is performed (expected in (B)(6) 2026). Otherwise, rep confirmed that no further information will be released by the hospital or surgeon. Additional information received 25-mar-26, "the patient was brought to the operating room for revision hip surgery [on (B)(6) 2026] from a primary hip to an FDA and irb approved stryker compassionate use pss device. The patient's pelvis was reported as fractured, and it required this device along with multiple screws and a restoration modular femoral hip stem to restore stability to the joint."